Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The containers were not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside two intravia empty containers after they were spiked. The reporter stated that the particulate appeared to be a piece of plastic. Melphalan had been added to the solution containers with a syringe and the bags were spiked with a baxter administration set. The customer filtered the particulate out and continued to use the units. There was no patient involvement. No additional information is available.